Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the threads on the onetouch ultra soft lancing device are damaged. The pt manages his diabetes with self adjusting insulin. The product issue began on (B) (6) 2010. On (B) (6) 2010, the pt reputedly did not test his blood glucose due to the lancing device issue. He allegedly took his insulin dose (unspecified type and amount) that day although he was unable to obtain his blood glucose reading. Afterwards, the pt allegedly passed out. He was rushed to the hosp and rec'd treatment with IV glucose. During troubleshooting, the customer care advocate verified that there was no product misuse. This complaint is being reported because the reporter claimed the pt passed out and rec'd treatment accordingly after the product issue began. Replacement products were sent to the pt.